Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert triggered. The analyst noted that beginning (B)(6) 2015, vt-ns episodes with evidence of lead noise oversensing were noted. Since (B)(6) 2015, sic counts were up to 34. Additionally, the rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in three days and two or more high rate nst episodes. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with elevated sensing integrity counter (sic), noise, and non-sustained tachycardia episodes. A fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo.